Manufacturer narrative:
The investigation for the hemolysis and the access site bleed has been completed. The pump was not returned for investigation. Limited data logs were provided which showed no alarms related to improper pump position during the case run. Several suction alarms were reported, along with low flow variations and placement signal trends. According to the clinical report, bleeding and dark urine were observed after the patient transfer, and hemostasis was achieved after redressing the access site. The pump was found deep near the papillary muscle. The patient's hand and eye movements were noted while sedated, and two units of blood products were administered. Additionally, the right ventricle was reported as underfilled. The cause of the access site bleeding issue was not determined since the product was not returned and sufficient clinical information was not provided. The cause of the hemolysis issue was not determined since the product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported an impella cp device was implanted for support to a patient in acute myocardial infarction/cardiogenic shock. Two days after start of support, the patient developed hemolysis and experienced access site bleed. The pump positioning in the papillary muscle may have caused hemolysis. The hemolysis prompted the outside/referring tertiary hospital to adjust the p-level, but the hemolysis did not resolve. The physician refused to reposition the pump. Additionally, there was bleeding at the access site. The team treated the bleed by infusing back two units of blood. The patient was noted to be in stable condition. Of note a couple of days later, the patient impella was weaned. The patient remained hemodynamically stable over the night and the impella cp device was successfully explanted.